Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that a kink was found in the insertion sheath, use of the device was discontinued. Manual compression was applied for an hour to achieve hemostasis, and hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. Procedure performed is hemostasis. Estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.